Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, disappearance image when video connector part shaken, adhesive part of the objective lens come off, curved rubber adhesive part missing, and display on the grip peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting no image. Upon inspection and testing of the customer returned device, the scope objective lens adhesive part was found peeling. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. B3: no additional information was available.

Event description:
Additional information was received from the customer which confirmed the reported event (no image) occurred and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image disappeared when the video cable was shaken due to a video connector internal board failure or system failure. The root cause of the loss of image was unable to be identified. Additionally, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors or device handling. However, a final root cause of the adhesive peeling was unable to be identified. Olympus will continue to monitor field performance for this device.